Manufacturer narrative:
The facility declined an offer for in-service training.

Manufacturer narrative:
A steris service technician inspected the sterilizer, ran several cycles and found the unit to be operating properly. The technician also verified that the unit had no internal leaks, the door seal was functioning properly and that no alarms were noted during the processing cycle that was aborted by the facility employee. All functional checks evidenced passing results. The technician did note that the vent line in the ceiling above the sterilizer was detached, which allowed residual ethylene oxide gas and water vapor from the abator to be exhausted into the ceiling above the unit rather than outside the building as intended. User facility maintenance personnel re-attached the vent line. No further issues have been reported with the equipment. The equipment operator manual states (pp. 6-14): "pausing aeration procedure - wait at least 15 minutes with door cracked open before fully opening chamber door. The operator and other personnel nearby must leave the immediate area around the sterilizer during this period." The cause of the reported "strong gas "smell appears to be attributed to (1) the user facility employee not following the proper procedure for pausing an aeration cycle, and (2) the detached facility vent line which allowed residual ethylene oxide to be exhausted into the ceiling area above the sterilizer. Steris offered to conduct in-service training regarding the proper use and operation of the sterilizer and is awaiting a response.

Event description:
The user facility reported that an employee opened the sterilizer's chamber door following an aborted processing cycle and a "strong gas" smell was noted. The cycle was aborted during the aeration phase to allow for ethylene oxide measurements to be taken by a third party that was on-site at the time of the reported event. The cycle was aborted approximately two hours into a minimum aeration cycle of 12 hours.